Manufacturer narrative:
Corrected field: h6(health effect ¿ clinical code). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had checked and found one of the battery is completely depleted and it is not charging. It was being suspected that the battery might be defective. Actually fse had kept the unit under charging condition to observe the functionality of a battery since the unit will be under the charging condition for next 2 days. If the battery is not charged even then it needs to replaced under warranty. On 22-sep-2023 fse had checked the unit and found that both the batteries got charged after keeping the unit under charging condition for 2-3 days continuously. It was being found that the charging and discharging of the batteries are ok but it is being still suspected that the "power management board" malfunctioning will be there intermittently. Actually fse needs to replace and check the "power management board". But when the further observations was being carried out it was being found that while charging the battery in battery bay 2 where the status led's on battery are not glowing at all, even the batteries are getting charged. Fse also needs to check by swapping the "power management board".on 06-nov-2023 fse had replaced the pcba, cardiosave rohs power management (power management pcb) and observed the functionality of a unit. But now the unit is working as per recommendation while the battery in battery bay 2 started to be charging after replacing the pcba, cardiosave rohs power management (new power management pcb) and status indicator is now glowing and indicating the charging condition. Fse had also further checked the battery status and it was found to be ok. The unit was handed over to the customer with satisfactory working condition while the unit was kept under the observation for a week. But since the unit had been malfunctioned intermittently earlier where the customer had requested us to keep the unit under observation while the unit is under observation as per customer's request. On 16-nov-2023 the unit was handed over to the customer with satisfactory working condition. The unit is cleared for clinical use after the observation of unit's functionality. The failure analysis and testing dept. Received part with a reported unit failure of the battery in slot 2 not charging.the fat performed a visual inspection and found the part to be in good condition.the fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The batteries in both slots would charge. On power up the iabp had a powerup fault code #8. Fat did not verify the reported issue but confirmed the board was faulty. No root cause defined.sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq.the fat dept received part from the supplier. The supplier evaluation states the following:1.perform visual check result no abnormalities found.2.board was re-tested at fct.result: failed step 4.9.2.1 bcp, ac/bulk, all off at tp73. 3. Perform troubleshooting. Result: found component q27 was defective.the fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed the customer the cardiosave intra-aortic balloon pump (iabp) unit battery is not charging. There was no patient involvement reported.